Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At an unknown time on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 2.7 inr. At an unknown time on (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 1.9 inr. The patient's therapeutic range is 2.5 - 3.0 inr.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips (lot 49017711, expiration = 31-mar-2022) and retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The patient has antiphospholipid antibodies. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Occupation - the occupation is patient/consumer.